Manufacturer narrative:
The dentist refused to provide the patient's weight.

Event description:
On september 13, 2021, nakanishi received an email from an OEM about a patient's accidental ingestion of parts of a dental device. Details are as follows. The event occurred on (B)(6) 2021. The dentist was performing a dental procedure using an ar-y(s) sho device (serial no. (B)(4)). During the procedure, the parts of the device were separated from the head and the patient accidentally swallowed the end cap, dust proof seal, end cap metal, screw shaft assembly, and brush. The dentist is continuing with follow up observations with the patient on the phone. According to the dentist, the end cap was loose prior to use.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject ar-y(s) sho device [serial no. (B)(6) ]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records since the device was shipped. The repair details are as follows: - (B)(6) 2016: the head assembly, screw shaft assembly, and end cap metal were replaced. - (B)(6) 2018: the screw shaft assembly and end cap metal were replaced. With respect to the repairs in the above list, the service records indicate that nakanishi performed all of the necessary operation checks, and confirmed that all of the criteria were met. B) nakanishi conducted a visual inspection of the returned device. The end cap, dust proof seal, end cap metal, and screw shaft assembly were missing from the device, because these parts were swallowed by the patient. Nakanishi also observed debris accumulated inside the head and around the end cap. C) nakanishi attached a new end cap, dust proof seal, end cap metal, and screw shaft assembly to the device and activated the device to check whether or not there were any abnormalities. Nakanishi observed: - no abnormal vibration, noise, and wobbling during rotation. (The end cap before and after cleaning was used in the evaluation.) - no end cap loosening. The loosening torque was measured after tightening the end cap with 50nm (the device specification) and rotating the device. Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the parts separation of the returned device was the device being operated in a state where the end cap was loose, as the dentist reported in the investigation. B) nakanishi considers the possibility from many years of experience, and the findings in the visual inspection, that the cause of the end cap loosening was deterioration due to repeated autoclaving and vibration during cutting/grinding in the long-term use of the device and ingress of debris into the headcap. C) a lack of maintenance and failure to check the device before use led to user ignorance of the end cap loosening, which caused the reported accidental ingestion. D) in order to prevent a recurrence of the parts separation, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi will report the above evaluation results to the dentist, and remind the dentist of the importance of maintenance and checking of the device prior to use to prevent parts separation, as instructed in the operation manual.